Manufacturer narrative:
(B)(4).

Event description:
It has been reported that the device was explanted (date not reported). Additional information has been requested; however, this has not been made available as of the date of this report.